Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that all keypad buttons were unresponsive when pressed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Please note the correct serial number associated with this case is (B)(4).

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #2 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the all keypad buttons are responsive. There was no evidence of keypad contamination found under the key contacts. The keypad flex connector was to be seated properly in the connector with no signs of damage. The audio bolus button was found to be unresponsive. A leak was discovered with the audio bolus button. Corrosion and contamination was found on the audio bolus pins. There was no evidence of moisture damage on the internal components.